Event description:
(B)(4). Same case as 2134265-2009-06387. It was reported that post a coronary artery stenting treatment procedure, cardiogenic shock occurred. Target lesion 1 and 2 were located in the left anterior descending (lad) artery. The first lesion was 100% stenosed and had a reference vessel diameter that was 2.5mm and the lesion length was 22mm. There was no attempt made for direct stenting. A 2.50x24mm liberte stent was implanted. Residual stenosis was 3%. The second lesion was 95% stenosed and had a reference vessel diameter that was 3mm and the lesion length was 22mm. A 3.00x24mm liberte stent was implanted. Residual stenosis was 5%. An additional procedure was performed in lesion 2, an (iabp) intra-aortic balloon pump was placed due to cardiogenic shock. The procedure was a technical success. The patient was discharged eight days after the index procedure with no anginal complaints or silent ischemia. The patient was discharged with the following medications: asa 100mg/per day, duration: 12 months and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.